Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: cable; mechanical/structural / device migration there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance and cot tip or drop. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Removed additional device code.

Event description:
This report originally summarized 1 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance and cot tip or drop. After further evaluation, it was found that the device was not difficult to load/unload and only experienced unintended cot lowering or dropping; no tip (cot drop).